Event description:
The customer reported that intermittently the system would not perform fluoroscopy functions. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable from b380 to the image processor computer was replaced. The system was tested and found to be working as intended and put back into service.